Event description:
This event was submitted as part of the intervascular pmcf registry on april 4, 2017, the patient with aortic occlusive disease in the iliac region had 100 percent pre-procedure stenosis. An intergard standard axillo bifemoral graft was implanted, an iliac stent was also implanted. During this procedure suture hole bleeding occurred and a local hemostatic agent (type unknown) was used to arrest the bleeding. Technical success was achieved, and the patient was discharged on (B)(6) 2017, 54 days after the initial implant, the patient experienced thrombosis of the crossed branch of the axillo-bifemoral bypass. The severity was noted as moderate and the investigator noted this was possibly related to the procedure and possibly related to the device. On (B)(6) 2022, 4 years, 10 months after the initial implant procedure the patient experienced periprosthetic collection. Three separate complaints were created for these three events. Accordingly, three individual emdr submissions will be submitted for each event. This report is the second in a series of three reports submitted for this patient.

Manufacturer narrative:
(4117) the device is not available for evaluation. Based on available information, the implanted graft remains in situ and was not explanted. Therefore, no physical device analysis can be performed. (4109/213) the review of historical data indicated that no other similar complaint was reported for the same sterilization lot number 15m24. (3331/3233) the device history records review is ongoing. (11) the investigation is still ongoing. A follow-up report will be sent upon completion of the investigation.